Manufacturer narrative:
This supplemental report is being submitted to provide evaluation results on the device. Evaluation confirmed that the blade would not advance or retract smoothly due to the blade rod not set in the pivot assembly. The blade rod was detached from the cutter pivot, so the blade would advance and retract at different measurements each time the cut trigger becomes activated. The reported phenomenon is most likely due to the blade rod of the device not being in the correct position within the pivot assembly of the device.

Event description:
It was reported to olympus that at the beginning of a laparoscopic hysterectomy, the device would not cut. The intended procedure was completed and no patient injury was reported. Olympus has attempted to follow up to obtain further information but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time, this report will be supplemented.